Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("excessive and frequent menses\severe and excessive bleeding during menstruation"), migraine ("migraines"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), cyst ("cysts"), libido decreased ("decreased libido") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, polymenorrhagia, migraine, polymenorrhoea, dysmenorrhoea, menorrhagia, cyst, uterine leiomyoma, libido decreased and fibromyalgia outcome was unknown. The reporter considered cyst, dysmenorrhoea, fibromyalgia, libido decreased, menorrhagia, migraine, pelvic pain, polymenorrhagia, polymenorrhoea and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("excessive and frequent menses\severe and excessive bleeding during menstruation"), migraine ("migraines"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), cyst ("cysts"), libido decreased (""decreased" libido") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, polymenorrhagia, migraine, polymenorrhoea, dysmenorrhoea, menorrhagia, cyst, uterine leiomyoma, libido decreased and fibromyalgia outcome was unknown. The reporter considered cyst, dysmenorrhoea, fibromyalgia, libido decreased, menorrhagia, migraine, pelvic pain, polymenorrhagia, polymenorrhoea and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Events added from pfs- migraines, frequent menses, dysmenorrhea, menorrhagia, cysts, fibroids, decreased libido, fibromyalgia. Reporter information, date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. B40023) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, uterine bleeding, fibromyalgia and libido decreased. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("excessive and frequent menses\severe and excessive bleeding during menstruation"), migraine ("migraines"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), cyst ("cysts"), libido decreased ("decreased libido") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, polymenorrhagia, migraine, polymenorrhoea, dysmenorrhoea, menorrhagia, cyst, uterine leiomyoma, libido decreased and fibromyalgia outcome was unknown. The reporter considered cyst, dysmenorrhoea, fibromyalgia, libido decreased, menorrhagia, migraine, pelvic pain, polymenorrhagia, polymenorrhoea and uterine leiomyoma to be related to essure. The reporter commented: there were 3 coils noted from the right tube and 7 coils noted from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 28-dec-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and polymenorrhagia ("excessive and frequent menses\severe and excessive bleeding during menstruation"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and polymenorrhagia outcome was unknown. The reporter considered pelvic pain and polymenorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, uterine bleeding, fibromyalgia and libido decreased. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("excessive and frequent menses\severe and excessive bleeding during menstruation"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia"), migraine ("migraines"), cyst ("cysts"), libido decreased ("decreased libido") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhagia, polymenorrhoea, menorrhagia, migraine, cyst, uterine leiomyoma, libido decreased and fibromyalgia outcome was unknown. The reporter considered cyst, dysmenorrhoea, fibromyalgia, libido decreased, menorrhagia, migraine, pelvic pain, polymenorrhagia, polymenorrhoea and uterine leiomyoma to be related to essure. The reporter commented: there were 3 coils noted from the right tube and 7 coils noted from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, menorrhagia. Lot number: b40023 manufacturing date: 2013-06 expiration date: 2016-06-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and polymenorrhagia ("excessive and frequent menses\severe and excessive bleeding during menstruation"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and polymenorrhagia outcome was unknown. The reporter considered pelvic pain and polymenorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.